Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to confirm that the touch screen was not working. The fse replaced the executive processor board and touchscreen. After replacement, the cardiosave's service was completed with a full calibration, safety, and functionality checks per the service manual. All passed to factory specifications. Subsequently, the iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted. (B)(6).

Event description:
It was reported that the touch screen in the cardiosave intra-aortic balloon pump (iabp) was not working. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d5, g1 (contact person ¿ mfg site), h6 (health effect ¿ clinical code, health effect ¿ impact codes).